Manufacturer narrative:
The device was returned to zoll medical corporation. The malfunction was observed. However, after the device was disassembled, the fault could not longer be duplicated. The device was put through extensive testing without duplicating the malfunction. The hv module and battery interconnect board were replaced as precaution. The device was recertified and returned to the customer. No trend is associated with this report of this type.

Event description:
Complainant alleged that during a routine shift check by a clinician, the device displayed "pacer fault 116", "pacer disabled" and "defib disabled" messages. Complainant indicated that there was no pt involvement in the reported malfunction.